Manufacturer narrative:
Addition information will be submitted via follow-up report within 30 days of receipt.

Event description:
During an (B)(6) 2025 drift review on (B)(6) 2025, the cross-functional team met to review the patient's data and recommended pausing use of mpap data due suspected drift. An unscheduled recalibration occurred on (B)(6) 2025. On (B)(6) 2025, ihfm r&d reviewed the recalibration results and senor drift was confirmed.